Event description:
Reportedly, the device failed the speed test during preventive maintenance service. No patient was involved.

Manufacturer narrative:
The device was tested, and found to deliver within specification.